Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results a captivator small hexagonal stiff snare was received for analysis. Visual inspection of the returned device revealed that the catheter and handle were in good conditions and no damage was found. Functional inspection was performed and when the device was connected to the 10 inch loop fixture, it contracted and extended without problems. Dimensional inspection was performed and device passed without any problems. Electrical test was performed and the device passed, indicating a proper connection. No other problems were noted. The reported event of "loop failure to cut" was not confirmed since the device cannot be functionally evaluated with respect to anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual, functional test, dimensional and electrical test. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is "no problem detected." This code was selected as the most probable complaint cause based on the information available. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove polyp in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the physician requested to use the small hexagonal snare to remove a polyp with the cold technique. They tried to cut through the polyp but the snare would not cut. The procedure was completed with a captivator cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove polyp in the colon during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure and inside the patient, the physician requested to use the small hexagonal snare to remove a polyp with the cold technique. They tried to cut through the polyp but the snare would not cut. The procedure was completed with a captivator cold snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.